Manufacturer narrative:
(B)(4). The reported description noted that the customer expected a spo2 desaturation high priority alarm which did not occur while monitoring the pt. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the customer expected a spo2 desaturation high priority alarm which did not occur while monitoring the pt. No pt harm was reported.